Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a yellow shorted condition warning screen upon interrogation. The shock lead impedance test revealed 37 ohms, however <20 ohms reported for recorded episodes. The patient had received external shocks which did not all correspond with the device attempts. There was also report of noise.